Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete cartridge alert after taking an extended period of time to complete the load process. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer was able to complete the load process and resume delivery.